Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. Review of the activity logs indicated entries related to low battery and device shutdown. The log suggests the battery was at 25% charge at the beginning of the case and appropriately alert the user. Therefore the investigation is being closed as device meets specification. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.